Event description:
Through a data card review, a system diagnostics high impedance event was detected on this patient's device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that when surgery occurred to resolved the high impedance, it was determined that the pin wasn't fully inserted. Reinserting the lead pin and retightening the setscrew resolved the high impedance. No relevant information has been received to date.